Event description:
It was reported, the patient¿s system had impedances of 20,000 ohms on all electrodes. It was noted, the device was never implanted and another stimulator was used.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that when impedances were measured intraoperatively, no stimulation was felt. It was stated that no lead fractures were noted. It was reported that the patient was doing well now and they were receiving effective therapy. It was noted that patient, physician, and device information was updated to the file.

Manufacturer narrative:
(B)(4). Analysis of the internal neurostimulator s/n (B)(4), found no anomaly. Normal impedances were observed on every electrode pair.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.